Event description:
It was reported that the location of the navistar catheter as determined by x-ray was not in the same place on the carto map after ablation. It was also reported that there was no pt injury and the problem has not reoccurred.

Manufacturer narrative:
Investigation of this complaint is still ongoing. This report will be updated upon completion of investigation. Add'l 510k #: k042999.